Manufacturer narrative:
Submit date: 04/19/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states the safety shield is not engaging and the needle bends easily.

Manufacturer narrative:
Submit date: 7/11/16. A review of a device history record (DHR) could not be performed because a lot number was not provided with the complaint. No lot number was provided so a search of the complaint database for related complaints against the lot could not be performed. A review of maintenance records (both corrective and preventive) and calibration records could not be performed without a valid lot number. There were no samples returned with this complaint. The reported condition could not be confirmed without an actual sample to review. The complaint shall be reopened if a sample is received. A root cause investigation was performed by the quality engineer. The exact root cause could not be determined without a lot number or actual sample to examine. The most likely root cause of the safety shield defect was improper user technique which also caused the needle to bend. The most likely root cause of the unused needles that were allegedly bent was due to misaligned sheaths that contacted the needles during the assembly process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for bent cannula (needle) and safety shield activation. Based on the investigation and root cause analysis, the initiation of a CAPA is not required because appropriate corrective actions could not be determined. The failure was most likely a result of user error. It¿s recommended the user consult the instructions for use included with the product for guidance.